Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.